Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -8.50 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Claim# (B)(4).